Event description:
Sensor was implanted and working well. Nurse has disconnected sensor from monitor to do something with patient. They has tried to reconnected the sensor to the monitor, to which the monitor then was making sound and turning on and turning off. They tried 4 other monitors and the same issue happened with all 4 monitors. All 4 monitors kept turning off and on when connected to the sensor. 2 monitors would show a wave form and pressure for 10 seconds then shut off again.